Manufacturer narrative:
Philips service replaced the faulty imaging module, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the imaging module in the examination room was faulty and replaced on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.